Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a cap (patient line) that was loose and fell off. This was observed prior to use of the device for peritoneal dialysis therapy. A new set was obtained in order to continue with therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: patient codes (update 2645 to 2199). Should additional relevant information become available, a supplemental report will be submitted.